Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer that using cold insulin is off label as per the user guide. There was no reported adverse impact to the customer. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.